Manufacturer narrative:
Event site postal code - (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon did not advance. The customer stated the reason for not moving forward is probably the meandering of blood vessels. The pci (percutaneous coronary intervention) was performed, the surgery was successful, and the patient was unaffected. There was no reported injury to the patient.